Event description:
User stated a pt sample failed the delta check for creatinine with result of 1.3 mg/dl. Testing was repeated on another analyzer at site with result of 0.5 mg/dl. Testing was then repeated on this analyzer with a result of 0.6 mg/dl. Original result was not reported as it failed the delta check. The field service rep. Could not find a cause, but noted he cleaned and lubricated the rotor and all work stations. If additional info is received, appropriate notification will be provided.